Event description:
The customer reported 1 false positive result for the sars-cov-2 target on the alinity m resp-4-plex amp kit. The customer reported that they had 1 false positive result on the alinity m resp-4-plex amp kit when tested. As a result of a contamination event that occurred weeks prior, the customer has been retesting positive samples with a late CT number. The sample was retested on genexpert and gave a negative result. Ms731605 (38.44 cn; sars-cov-2 negative on repeat) tested on 12/07. The customer reported the result as indeterminate. There was no impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in ireland using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval. The following mdrs are being submitted in association with this observation: 3005248192-2023-00314.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation: the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 392625. The file sample evaluation for lot 392625 met the acceptance and validity criteria that was established for the amp kit and received a disposition of passed. Customer data review: customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 (including the components) was performed to identify any records that were potentially related to the reported complaint. A product deficiency was not identified by this evaluation. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 392625. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 392625 was not identified.